Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint. The pneumatic block was replaced to address the issue. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a software timing issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf188) related to the safety assert system. There was no harm or injury as a result of the event.

Manufacturer narrative:
The astral device was returned to a third party service center. The evaluation determined that there was no fault found with the device. The device was performing to specifications. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf188) related to the safety assert system. There was no harm or injury as a result of the event.